Event description:
Medtronic received information that prior to the implant of this 29mm transcatheter bioprosthetic valve, pre-implant balloon aortic valvuloplasty (bav) was performed. During the procedure, as the valve was deployed from the first node of the valve frame to the fifth node, the implant depth of the valve moved from 3mm to 7mm. The valve was recaptured due to a deep implant depth. During the second deployment attempt at 80%, an optimal implant depth of 2mm on the non-coronary cusp (ncc) and 3mm on the left coronary cusp (lcc) was achieved. During the final release of the valve, temporary pacing was initiated at 160 beats per minute, and no forward pressure was applied. When the paddles of the valve frame came out of the paddle pockets of the delivery catheter system, the valve quickly dislodged to 11mm on the ncc and 11mm on the lcc. It was reported the valve appeared to rotate upon final release; however, poor procedural imaging prevented this from being confirmed. No intervention was performed. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: product ID: d-evolutfx-2329, serial/lot #: (B)(6), ubd: 10-aug-2023, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.